Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during memobag trial the bag broke when the surgeon was extracting the bag from the patient. It was further reported that on removal a hole was noticed in it. No scissors or diathermy had been used after the retrieval bag had entered the cavity. The patient's condition is unknown at this time.

Event description:
It was reported that during memobag trial the bag broke when the surgeon was extracting the bag from the patient. It was further reported that on removal a hole was noticed in it. No scissors or diathermy had been used after the retrieval bag had entered the cavity. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the possible lot numbers of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the possible complained lots. There were reported totally 40 complaints connected with memobag products in the reviewed time frame (including this complaint). This is 22nd complaint from 22 complaints reported for broken bag. 21 previous complaints were not evaluated as manufacturing related complaints. The root cause of these complaints was determined as improper method of use or unknown root cause because missing information from user and not returned sample for examination. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/rupture. The hole/rupture was created from the inside out. No corrective/preventive actions in production are deemed necessary to introduce. Other remarks: IFU (B)(4) prescribes: large tissue specimens may need to be cut into smaller pieces for removal. The memobag is removing through the trocar incision side. If the contents of the memobag are too large to pass through the trocar incision, the may need to be enlarged to facilitate removal of the memobag. - care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices , morcellators, electrocautery or laser delivery devices. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event, that the procedure for memobag removal is not fulfilled, the complained defect (broken bag) can be caused.